Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced during implant of the right ventricular (rv) lead. It was not clear if the difficulty was due to patient anatomy. The lead was positioned but low r-waves were observed. Multiple attempts were required to reposition the lead and the physician complained about the way the lead handled. The lead yielded acceptable r-wave measurements when repositioned but t-wave oversensing (twos) was observed. Lead sensitivity was adjusted to resolve the oversensing and the lead remains in use. No patient complications have been reported as a result of this event.